Event description:
Triset tubing broke off of ICU medical, inc. 9.5" smallbore trifuse ext set w/3 microclave® during vest treatment (high-frequency chest wall oscillation). Patient was agitated and thrashing around in bed. Tubing became dislodged from triset and blood backed up into tubing and onto bed linens. Patient pain pump and fluids had to be disconnected and new meds/tubing had to be obtained. All connections were hy-taped on set. It was the tubing itself that broke off from the triset. Initial inspections suggest that there was improper solvent allowing the extension to disconnect.